Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: 5076-45, lead; implant: 2002-(B)(6); model: dtbb1d1, bi-v ICD, implant: 2014-(B)(6). (B)(4).

Event description:
It was reported that the patients right ventricular (rv) lead was exhibiting oversensing and noise. The lead was removed and replaced. No patient complications have been reported as a result of this event.